Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in denmark as follows: it was reported that on an unknown date, after an unknown procedure, a crack in the yellow handle of the trial implant inserter was discovered. No procedure or patient involvement reported. This report is for one (1) trial inserter sh connection this is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: tft20101; lot: e20di0591; supplier: (B)(4); release to warehouse date: march 18, 2021. No nonconformance reports (ncrs) generated during production. Visual inspection: the trial inserter sh connection was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the inserter handle is cracked around the fixation pin. No other issues were found with the device. Additionally, the received images were reviewed and the observations align with the physical device observations. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following drawings (current and manufactured to) were reviewed: tft20101 trial inserter sh connection; tft20101 a tlif trial inserter sh connection; tet20101-04 tlif trial inserter handle, fixation pin sh. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the trial inserter sh connection. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.